Manufacturer narrative:
The two articles found are attached as one provides greater detail. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
An article by serajian, a., do. (2013). ¿entrapment of a transradial coronary¿ was found which in turn referenced the article waked, a., md, khoueiry, g., md, & bhat, t., md. ¿entrapment of a looped/kinked catheter in the brachial artery and its successful retrieval during transradial coronary catheterization¿. The subsequent article noted that while manipulating a cordis 5fr jr4 catheter to engage the right coronary artery, there was loss of catheter advancement due to spasm. Fluoroscopy revealed a kinked catheter within the brachial segment. Attempts to unkink the catheter were unsuccessful including but not limited to advancement of a wire and the administration of ant-spasm medications. The distal end of the catheter was snared via the right femoral artery. After the distal end of the catheter was snared, patency of the brachial artery was confirmed. The patient was noted to still have radial and ulnar pulses in the right hand after 3 months. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without return of the device for analysis, the reported ¿kinked/bent in patient¿, ¿torquing difficulty¿ and ¿withdrawal difficulty from vessel¿ could not be confirmed. The exact cause could not be conclusively determined. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature. Difficulty torquing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Torquing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. In this case vessel characteristics are unknown. However it is possible that vessel characteristics (spasm in vessel) and procedural factors may have contributed to the kink, torquing difficulty and the subsequent difficulty in removing the device. Based on the information provided for review, and without return of the device or DHR, the reported issue does not appear to be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
During a literature review, the following articles were noted: entrapment of a transradial coronary catheter by serajian et al, vascular disease management 10 (2013) 249¿253. And: successful removal of an entrapped and kinked catheter during right transradial cardiac catheterization by snaring and unwinding the catheter via femoral access, cardiovascular revascularization medicine 13 (2012)202.e1-202.e3 by khoubyrari et al. As reported, while manipulating an unknown cordis 5fr jl4 catheter through a 6fr sheath to engage the left coronary artery, there was loss of catheter advancement due to spasm. Fluoroscopy revealed a kinked catheter within the brachial segment. Initial gentle maneuvers to unravel the catheter were unsuccessful. To resolve this issue, the proximal end of the jl4 was cut and the 6f 12cm sheath was exchanged with a 5f long sheath while the trapped jl4 acted as a guidewire. Under fluoroscopy, the long 5f sheath was advanced to the antecubital fossa to the base of the kink, and the trapped jl4 was gently pulled back, unraveling the kink, and slipped back into the sheath.